Event description:
International affiliate reports a hole/tear in the reservoir. No further info was provided.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval, will be submitted in a supplemental 3500a form.